Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.